Event description:
It was reported that the patient presented to the clinic after experiencing syncopal episodes. Noise was observed on the right ventricular lead that was reproducible with isometrics and pocket manipulation. All other electrical values were normal. The lead was explanted and replaced on (B)(6) 2015. During the procedure, a mild apical pneumothorax had occurred. No treatment was reported and the patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.